Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (9) open 5mm, 31g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the pen needles are not working and that the insulin would not flow. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320119, batch no: 0119783. It was reported that the pen needles are not working and that the insulin would not flow. Verbatim: from phone call on 2021-02-23 10:24:12: consumer called bd outgoing voice message back. I've updated the pir with lot # and item # sending mailing kit and replacement coupon. Informed consumer non patient end placement of pen needle to her pen. Issues with pen needles happens during flow check, finding a few pen needles that clog. She set them to the side for mail kit with out the needle covers. Sending exposed unused pen needles back. (B)(6). Voicemail - consumer left voicemail stating that the pen needles are not working, no insulin flow.02-22-21: I returned consumer's call and left voicemail for return call.lot #: catalog #: date of event: samples:.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320119, batch no: 0119783. It was reported that the pen needles are not working and that the insulin would not flow. Verbatim: from phone call on (B)(6) 2021 10:24:12: consumer called bd outgoing voice message back. I've updated the pir with lot # and item # sending mailing kit and replacement coupon. Informed consumer non patient end placement of pen needle to her pen. Issues with pen needles happens during flow check, finding a few pen needles that clog. She set them to the side for mail kit with out the needle covers. Sending exposed unused pen needles back. Dc voicemail - consumer left voicemail stating that the pen needles are not working, no insulin flow.(B)(6) 2021: I returned consumer's call and left voicemail for return call. Lot #: catalog #: date of event: samples: